Manufacturer narrative:
Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was no result provided. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 10-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pains. Three and a half years after insertion, she underwent a da vinci total hysterectomy. The event is anticipated in the reference safety information for essure. Given the temporal relationship and the lack of alternative explanation, it was considered related to essure. This case was regarded as incident, since surgical essure's removal was required. In addition, a non serious event was reported. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, vitamin b12 deficiency, post ablation tubal ligation syndrome and prolapse. Concomitant products included cyanocobalamin (vitamin b-12). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient experienced menorrhagia ("increased bleeding during menstruation/ abnormal bleeding (menorrhagia),") and vaginal haemorrhage ("abnormal bleeding vaginal"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (in (B)(6) 2015, she underwent a da vinci total hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved and the female sexual dysfunction and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, female sexual dysfunction, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the symptoms started out minor and gradually increased in intensity. She underwent a da vinci total hysterectomy as a definitive solution to the problems that she had been experiencing. The pain and bleeding experienced was a direct and proximate result of the defendants¿ failure to disseminate accurate information regarding their product. Anti-depressants taken by the patient as concomitant medication. Findings: the patient had a small uterus and fallopian tube segments. Had essure device on each side. She had patent ureters post-procedure video cystoscopy. Final diagnosis: uterus, hysterectomy - 1. Cervical squamous metaplasia. 2. Benign early secretory endometrium. 3. No evidence of malignancy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: results: total bilateral occlusion. Pathology test - on (B)(6) 2012: surgical pathology report final diagnosis: uterus, hysterectomy - 1. Cervical squamous metaplasia. 2. Benign early secretory endometrium. 3. No evidence of malignancy. Concerning injuries reported in this case the following ones were described in patient medical records: pelvic pain and dysmenorrhea. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 2-jan-2019: plaintiff fact sheet and medical records received. New events added: abnormal bleeding vaginal, apareunia (inability to have sexual intercourse), dysmenorrhea (cramping) and abdominal pain. Reporter information updated. Product indication female sterilization was updated. Start date updated. Other relevant history and lab data updated. Product information details updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, vitamin b12 deficiency, post ablation tubal ligation syndrome and uterine prolapse. Previously administered products included for an unreported indication: pill in 2010 and mirena in 2009. Concomitant products included cyanocobalamin (vitamin b-12). On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and abdominal pain ("abdominal pain"). In january 2012, the patient experienced menorrhagia ("increased bleeding during menstruation/ abnormal bleeding (menorrhagia),") and vaginal haemorrhage ("abnormal bleeding vaginal"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and procedural pain ("were you advised of any complications or problems that occurred at the time of your essure placement procedure? Yes information received: chronic pain"). The patient was treated with surgery (in (B)(6)2015, she underwent a da vinci total hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved and the female sexual dysfunction, abdominal pain and procedural pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, female sexual dysfunction, menorrhagia, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: the symptoms started out minor and gradually increased in intensity. She underwent a da vinci total hysterectomy as a definitive solution to the problems that she had been experiencing. The pain and bleeding experienced was a direct and proximate result of the defendants¿ failure to disseminate accurate information regarding their product. Anti-depressants taken by the patient as concomitant medication. Findings: the patient had a small uterus and fallopian tube segments. Had essure device on each side. She had patent ureters post-procedure video cystoscopy. Final diagnosis: uterus, hysterectomy - 1. Cervical squamous metaplasia. 2. Benign early secretory endometrium. 3. No evidence of malignancy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in march 2012: results: total bilateral occlusion. Pathology test - on (B)(6)2012: surgical pathology report final diagnosis: uterus, hysterectomy - 1. Cervical squamous metaplasia. 2. Benign early secretory endometrium. 3. No evidence of malignancy.. Concerning injuries reported in this case the following ones were described in patient medical records: pelvic pain and dysmenorrhea. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on(B)(6)2019: pfs received - event procedural pain & historical drug were added. Patient & reporter information updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states on (B)(6) 2016 who had essure (fallopian tube occlusion insert) implanted in (B)(6) 2012 for permanent birth control. Upon information and belief; after this procedure, she underwent the required hsg procedure. On unspecified date she began to experience pelvic pains and increased bleeding during menstruation. Those symptoms started out minor and gradually increased in intensity. In (B)(6) 2015, she underwent a da vinci total hysterectomy as a definitive solution to the problems that she had been experiencing. The pain and bleeding experienced was a direct and proximate result of the defendants' failure to disseminate accurate information regarding their product. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pains. Three and a half years after insertion, she underwent a da vinci total hysterectomy. The event is anticipated in the reference safety information for essure. Given the temporal relationship and the lack of alternative explanation, it was considered related to essure. This case was regarded as incident, as a surgical intervention will be required. In addition, a non serious event was reported. A product technical analysis is expected. Further information will be obtained through the litigation process.